Event description:
It was reported that the patient experienced a shocking sensation from the implantable neurostimulator (ins) when the ins was being reprogrammed, and the patient was now in pain and discomfort. It also was reported that the patient was shocked by the ins in the hospital due to the ins being turned up too high. The next day the amplitude was decreased and the patient's pain went away. It was unclear whether the information reported involved one or two occurrences. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3889-28, lot#v434034, implanted: 2010 (B)(6), explanted: unk. Programmer: model 3037, serial #(B)(4).

Event description:
Additional information received reported that the lead "moved." Follow up information from the healthcare professional (hcp) indicated that the patient had an extreme sensitivity (bordering on pain) to the stimulation (at any level) from the ins and that the device had been inactive for over a year. It was assumed that the lead was in very close proximity to the s3 nerve root and the decision was made to leave the lead in place and not use the device anymore. The patient outcome was reported as no injury.